Manufacturer narrative:
The investigation for the reported console (aic) yellow alarm has been completed. The console was returned for evaluation. Upon functional inspection, the 4-in-1 gen2 assy was tested and found noise in the fringe pattern. The optical bench was tested against a known good console and found that it produced repetitive controller errors. Data logs were reviewed which found it recorded ¿processsampleforopmdatapacketcrcerror: calculator placement signal 1045¿ repeatedly, the console displayed ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm¿ event #1045. Real time logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Then, event #1045 occurred 23 times, and every time, it was resolved immediately. This confirms the reported failure mode. The root cause for the controller error and loss of placement signal was an optical bench fw communication protocol anomaly, resulting in the misalignment of data communication packets received by epc. The aic sw operated as designed. F6/f8 should have been left blank in the initial report. H6 med dev prob code 2885 changed to 2880. H8-changed to reuse.

Event description:
The distributor reported a patient (unknown race, gender and age) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on support, the automated impella controller (aic) displayed a yellow alarm. The aic was swapped in response to the failure. There was no patient harm.

Manufacturer narrative:
The aic was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.